Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. Device remains implanted.

Manufacturer narrative:
This complaint with MFR # 3007042319-2014-01233, was entered as a duplicate of complaint with MFR # 3007042319-2014-01321. No additional information will be forthcoming.

Event description:
It was reported that the patient suffered multiple strokes in the two week post op period. Thrombus was identified in the lv and around inflow cannula. Intermittent ventricular tachycardia and ventricular fibrillation were unresponsive to therapies in the post op period. Prognosis was poor. Decision made to withdraw all supportive care. Patient died in the ICU.